Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. In (B)(6) 2017, the patient had received high voltage shock therapy to treat a ventricular fibrillation from their implantable cardioverter defibrillator. The rhythm was converted. Due to patient's intrinsic rate being in the programmed ranged, the device continued to deliver therapy. No additional information was reported.